Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient hit the ipg on a car door and is not receiving effective therapy. Diagnostic system testing indicated multiple high impedances on both leads. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.